Manufacturer narrative:
DHR investigation performed by responsible department. No fault was found during DHR review. The complained lot has not been registered for complaint before. Single case. It was confirmed that no product will be made available for investigation. No further investigation possible. The complaint is registered, and a trend cannot be observed. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that unk vdw (kendo reamer) separated during use. Reportedly, the metal part and plastic handle of the file separated and caused mucosal abrasions to the patient.the file was discarded.